Event description:
It was reported during a generator replacement that the replacement generator was showing high impedance with system diagnostics. The pin was removed and reinserted four times, with confirmation of clicks to indicate that the pin was fully inserted each time. The generator was then tested with the test resistor, and diagnostics were performed again. High impedance was shown again. It was confirmed that the pin was fully inserted, it was noted from pre-operation testing with the patient's previously implanted device that there were no concerns of lead issues prior to replacement, as impedance was within normal limits. A review of the device history records for the replacement generator indicated that the device was sterilized and passed all quality control inspections prior to distribution. The device has not been received for product analysis. No additional or relevant information has been received to date.

Event description:
Product was returned for analysis. Product analysis was completed and approved. No visual anomalies were observed on the generator exterior aside from tool marks likely associated with manipulation of the device during the implant/explant procedure. Burn marks were also observed, indicating the device may have been exposed to an electrocautery tool. Various electrical resistances were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results and diagnostics showed that the device was functioning as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. It was noted from the decoded data that there was a high impedance observed the day after the surgery where impedance changed from 3955 ohms to 16925 ohms.

Event description:
Tablet data was received and reviewed. The data showed that at the time of implant, two diagnostic tests were performed. The first diagnostic showed low output status and high lead impedance. The second diagnostic test showed low output status and ok lead impedance. Low output status was expected as the device was programmed to high output current settings. No additional relevant information received to date.